Event description:
During follow-up, a diagnostic anomaly resulting in diagnostic data being unavailable was observed. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported event of no data available on directtrend was confirmed. Based on the information received, the cause of the reported incident was due to directtrend not being initiated during implant by user.